Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the heavily calcified common femoral artery after an interventional procedure. Reportedly, after the knot was advanced to the arterial surface, bleeding continued. The suture was removed and a second and third proglide device were attempted, but bleeding continued. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - patient selection, labeled. (B)(4). Device #2 and #3: part #12673-03, lot #930196h indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.